Manufacturer narrative:
As part of investigation, a field service engineer (fse) was dispatched the customers site to troubleshoot the reported issue. The fse and the facilitys operating room coordinator verified the otv-s400 was installed on operating room #6 that was not in use. The fse tested the otvs400 using a camera and observed an e224 error message. The fse confirmed the units cables were connected properly. The fse recommended that the unit be returned for repair. The unit was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed during a teleconference that an e224 error was observed on the camera head and the white balance function did not work. The image was dark and the brightness could only be adjusted in the manual mode on light source. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The unit was delivered to the customer on november 16, 2017. The lm reported that the most probable cause for the reported event is as follows: an accidental failure of a device with a function of adjusting the amount of light is considered. Foreign matter (detergent residue, moisture, oils, dust, lint) attached to otv-s400 or the electric contacts of the camera head may have caused the camera head communication error (e224). Alternatively, it is possible that any of the inner components of otv-s400 and the camera head had caused an accidental failure. An accidental failure of the device controlling the white balance function or an inappropriate white balance procedure was suspected. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, special adoption, and variation.